Event description:
It was reported that separation occurred with a syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, "the needle was detached."

Manufacturer narrative:
Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the needle was detached. The photos were examined and exhibited the syringe with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). As per investigation completed by manufacturing under investigation child 1047802, "on 08 jul 2019, holdrege received photos of a 3/10cc syringe. A visual evaluation of the photos found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be reviewed as no lot number was provided. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a syringe 0.3 ml 29ga 1/2 in. The following information was provided by the initial reporter, "the needle was detached."